Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported a shocking sensation while sitting on her chair doing nothing. Patient also stated due to the pain from the shock, they turned the device off but were getting shocking sensation. Device was turned back on and stimulation was set at a comfortable level of 1.1v. Patient further reported they could not eat or sleep because of the pain of the shock. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they have informed their healthcare professional and have changed to program 4 and have been alright for three days. No further complications were noted or anticipated